Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Patient requested to keep it.

Event description:
Converted a gamma nail to a total hip replacement.